Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as onset, the patient began treatment with intraperitoneal (ip) injection of vancomycin 2 gram, repeat in 7 days and ip injection of fortum 1 gram, in night exchange daily for 14 days. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).